Event description:
It was reported underwent surgical intervention at an unknown date for unknown reason wherein the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.